Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15229809 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15229809 was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer replaced the matrix controller to address the issue with the drawer malfunction. Following the replacement, the system was configured successfully, and the customer performed recovery. The system functioned as intended after the field service engineer repaired the device.